Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira.

Event description:
The event was reported by a customer from USA: "this patient was reported to have received ~ 5 days' supply of hydromorphone (dilaudid) in ~ 32 hours. Patient involvement: yes. Delay in therapy: unknown. Need for medical intervention: unknown. Death/serious injury: no."